Event description:
In 2009, covidien was informed of a customer who had an issue with heparin. The attorney alleges that in 2008, the decedent was admitted to the hospital for back surgery. As part of his treatment, he was administered heparin. Subsequent to the administration of heparin, the decedent experienced respiratory distress, a rapid decrease of his platelet count, tachycardia and a rapid decrease of his blood pressure. Decedent suffered physical damage which ultimately caused his death two days later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.